Event description:
Received the lft 9000 device seven days before. First two days, pt complaint-a severe headache. Starting 3rd day pt's hands and feet were swollen, and very painful. Used this device to relieve pt's upper and lower back pain, but had more severe pain, and back was hardened. Not able to move neck down on event date after pt used the device about 40 minutes. Reporter had to come home early to bring pt to an urgent care hospital. Reporter missed work 2 days to care for pt. Returned the device 7 days after event. Reported the problem to lft company.